Event description:
Biotronik representative called to report apparent noise on the rv and far field electrogram recording of this device. Multiple iegm recordings showed high frequency, non-physiologic bursts of electrical activity; in addition, some iegms showed t-wave oversensing post-pace. According to the rep., the patient had received 5-6 inappropriate shocks. The rv lead impedance was 560 ohms prior to the generator change out on (B) (6) 2009, and the current rv lead impedance is approximately 350 ohms. A lead replacement was recommended, but the lead currently remains implanted. On (B) (6) 2009, rep was called to inquire the disposition of this lead. He stated that it is still implanted, and there has been no date set to remove it.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.